Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners ,battery tube threads cracked, cracked reservoir tube lip, end cap broken off, stripped battery cap coin slot. Pump unable to perform the displacement test due to end cap broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was unknown.